Event description:
During application training, the foot pedal for table movement started sticking intermittently, but then became consistent. When stepped on to lower or raise the table, when foot removed pressure, table continued to move. No patient involved at this time due to applications training.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of the investigation summary, a medwatch supplemental report will be submitted.